Manufacturer narrative:
(B)(4).

Event description:
It was reported that a diagnostic anomaly and noise were observed during a device analysis. The device was restarted and the problem was resolved. The noise was determined to have no relation to the device and did not affect the normal operation of the device. The patient was stable. No further information is available.